Manufacturer narrative:
Product analysis of fc-3-8-3d, lot# b018364 visual inspection/damage location details: the axium prime pusher was found broken distal to the break indicator with the release wire also broken. The proximal segment (actuator interface, positive load indicator, break indicator and coupler tube) was not returned for analysis. The proximal ~0.7cm of the distal segment was found bent. A second break was found at ~132.0cm from the first break with the release wire extending out of the distal end. The release wire was found broken. The coin was found still against the lumen stop. Blood was found under the jacket and within the lumen stop. The implant coil was found still attached to the pusher. The implant coil was found to be damaged. Conclusion - based on the customer report and device analysis, the customer report of "pusher kink/broke" was confirmed. In addition, the pusher was found bent and the implant coil was found damaged. These failures usually indicate advancing the coil against resistance. However, the cause of the break or any resistance could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient was undergoing surgery for treatment of an aneurysm. It was reported that the axium coil's wire was broken so the doctor couldn't select the coil in lesion. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. New information was received. The pushwire was the part of the coil with the damage. There were no issues that resulted in the damage that was found.